Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. It should be noted the hi torque guide wires instructions for use states: if resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. Do not push, auger, withdraw or torque a guide wire that meets resistance. The investigation was unable to determine a conclusive cause for the reported difficulties removing the guide wire from the dispenser or the separation; however the failure to advance, foreign device in patient and delay in the procedure appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo lesion below the bifurcation in the mildly tortuous, mildly calcified left anterior descending (lad) coronary artery. A 014 balance middleweight (bmw) hydro guide wire was selected for the procedure. Resistance was felt while removing the guide wire from the dispenser coil and force was applied to facilitate the removal. The guide wire's tip was shaped with no issues noted prior to use. The guide wire was advanced against resistance in the anatomy and force was applied. At some point during the procedure the bmw hydro guide wire separated. The physician was able to retrieve the guide wire from the anatomy; however, some segment of the guide wire remained in the anatomy. No attempt was made to retrieve the separated segment from the anatomy. The procedure was completed with no other issues noted. There was a clinically significant delay in the procedure reported. No additional information was provided.